Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information: a4 - patient weight. Correction: e1: information submitted in earlier report has been corrected.

Event description:
Additional information was received that no surgical intervention occurred for the lead.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and device information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported surgical intervention in reference to the patient's lead is scheduled to take place. At this time, the reason for surgical intervention remains unknown.